Event description:
It was reported the arv was greater than the erv. In december the arv 6ml and erv 3.9ml. On (B)(6) arv 9ml and erv 5ml. It was noted the pump was a 40ml pump. The patient was not symptomatic. The pump was used to deliver dilaudid and marcaine. Additional information later reported the device was returned for disposal only.

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8590-9, lot# n260038, implanted: (B)(6) 2011, product type accessory; product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).